Manufacturer narrative:
The insulin pump was received with no blank display and no battery out limit noted. The insulin pump powered up properly and all operating currents are within specifications. The insulin passed self test and displacement test. The insulin pump has cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display anomaly. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the blank display. The customer did not recall any significant events leading to the blank display issues. After inspecting the pump and cleaning the battery cap contacts and replacing the battery to a new aaa alkaline battery, the display did not return. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.